Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred.   The 90% stenosed target lesion was located in a coronary artery. A 2.50x28mm promus element plus drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were bent upon crossing the lesion. The device was removed and procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus mr ous 2.50 x 28mm stent delivery system (sds) was returned for analysis. The crimped stent was examined and there were no issues noted. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within specification. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a coronary artery. A 2.50x28mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were bent upon crossing the lesion. The device was removed and procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.